Event description:
Dealer reported that the rental irc5po2v concentrator is displaying a yellow indicator light. The unit was with an end user when the issue occured, the end user had an alternate source of o2